Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the procedure was completed with the same burr catheter and another of the same rotawire.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as: 2134265-2017-07600. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.15mm rotalink¿ plus and rotawire were selected for use. During procedure, it was noted that the advancer was unable to be advanced upon delivery. The device was removed outside patient's body and noted that the burr became stuck on the rotawire. The physician was able to separate the burr from the rotawire. There were no patient complications reported.